Manufacturer narrative:
Hamilton medical ag case number is: (B)(4),

Event description:
The following was reported to hamilton medical ag: the start-up of the unit is failed and it does not turn on. The ac power led and the batteries indicator is not functional. No patient involvement.